Event description:
The sister of a (B)(6) female pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (electrode belt wires exposed) was confirmed. Upon eval, the trunk cable connector was broken off of the trunk cable. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.